Event description:
It was reported that during implant, when connecting the atrial lead to the device, it was noted that the torque wrench clicked twice, however, did not click any more afterwards as expected. The physician was unsure whether the setscrew was properly tightened, therefore, another torque wrench was used and re-connection between the device and the atrial lead was completed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).